Event description:
It was reported that when using one (1) bd vacutainer® push button blood collection set, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photo indicated blood leakage; however, no breakage could be seen. Additionally, 10 retained samples were used for functional tests, and no leakage or breakage occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. This complaint has not been confirmed for the indicated failure mode: breaks off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® push button blood collection set, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.